Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet with subcutaneous insulin via pen backup, the patient experienced sustained hyperglycemia after starting a steroid, with glucose readings over 400 mg/dl and insulin use of approximately 525 units over 12 hours; the patient¿s spouse administered a manual insulin injection and paused ilet therapy for about 90 minutes before resuming, and glucose normalized after the steroid effect waned. Symptoms included hyperglycemia with headache, irritability, nausea, polydipsia, and blurred vision. Outcomes included a prolonged episode of care. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.